Event description:
Patient contacted dexcom technical support on (B)(6)2014 to report permanent out of range signal on (B)(6)2014. Dexcom technical support had the patient perform a reset and the reset was unsuccessful for reported issue. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).